Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the alleged sealing issue. The instrument tips were free of bio-debris. The conductor wire and snake wrist were undamaged. The instrument was placed on an in-house da vinci system for testing and it passed recognition and engagement. The instrument moved intuitively and passed the energy test. When the pedal was activated, energy was delivered and the white smoke was visible. The instrument passed all functional testing in-house. This complaint is being reported due to the following conclusion: during a da vinci general surgical procedure, while using the endowrist one vessel sealer instrument, allegedly, the instrument did not seal the patient's tissue. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the endowrist vessel sealer instrument was not sealing and kept alarming. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported complaint. Intuitive surgical inc., (isi) has made several attempts to contact the initial reporter however as of the date of this report, no additional details have been obtained from the site.